Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported they were asked whether they had experienced any device issues such as malfunctions or unexpected problems with the twist pump or any system components that affected their ability to use the twist system in the past month. They reported experiencing clogged or blocked tubing. The operator of the device was the lay user or patient. No patient harm or no patient injury.